Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a boom disabled message was present on the robot touchpad. The customer performed a hard reboot / emergency power off (epo) on the system with no change. The customer advised that there are no error codes or messages displayed on the screen, except for the boom disabled message. Technical support engineer (tse) observed error 31089 reported by the tower fiber port 2 to the robot connection. The customer reseated the blue fiber cable at the tower and the robot and rebooted the system, and the system powered on with error 32098. The customer was unable to troubleshoot further and elected to swap out the robot with another robot. There has been no patient involvement at this time. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse arrived and noted boom disabled message on startup of system. The fse swapped out axes controller platform (acp) 2 with acp 3 and messaged was present after restart. Fse swapped right cart drive connecting cables with left cart drive connecting cables and message was still present. Fse contacted tech support. On second attempt of swapping cart drive cables, system booted without message but once attempting to move message would appear. The fse swapped cart drive connections back to normal and at start up no message present. Fse drove cart and exercised boom without any fault. Fse completed multiple power cycles to check for boom disabled fault which did not reappear. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.